Event description:
It was reported that the customer dropped the insulin pump in water and a button error alarm was occuring. The customer's blood glucose was 27 mmol/l and the customer had treated for this. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the interface board during visual inspection. No moisture damage found on the motor, vibrator, and battery tube assembly during visual inspection. The insulin pump was received with intermittent button response due to corrosion on keypad traces. No button error alarms were noted during testing. Functional testing could not be performed due to lack of button response.the insulin pump was received with a cracked case on the lcd window corners, a cracked lcd window, and minors cratches on lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.